Event description:
The report received indicated that the balloon was inflated to the nominal pressure of 8 atmospheres; however, the balloon did not appear to inflate. The balloon was withdrawn from the patient and upon closer inspection, it appeared as if the balloon had burst. The balloon catheter was exchanged and the procedure was completed without any injury to the patient. Further information indicated the intended procedure was stenting to the mid left internal mammary artery (lima) graft, of a heavily calcified lesion.

Manufacturer narrative:
The product is available for evaluation; however, as of to date it has not been returned. Additional information will be submitted within 30 days upon receipt. This device is distributed outside the united states; however, it is similar to the ptca balloon catheters distributed in the united states.